Event description:
The baxter field service engineer noted an infusion pump with failure code 814:04 on channel b. Information was not provided regarding whether or not the problem occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information was available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 814:04 was confirmed. Fail code was due to a defective pump head module. The chanel b pump head module was replaced. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.